Manufacturer narrative:
This device was explanted, and it is expected to be returned to boston scientific for analysis. This investigation will be updated should further information become available, or when analysis is complete.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. It was verified that the device was in safety mode, most likely the result of a low battery voltage. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded. The device was connected to an external battery source and a series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. The measured current drain was not as expected. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) went to the doctor's office because the ICD was emitting beeping tones. Upon interrogation, a message displayed that indicated the voltage was too low for remaining longevity. The message was cleared and everything appeared normal. A boston scientific technical services (ts) consultant was contacted for information with regard to this message. Ts described the meaning and recommended replacement. This ICD was successfully replaced with no complication. No adverse patient effects were reported.